Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that the pt is without stimulation. The pt's impedance measurements were all within specification and no visible anomalies were detected with his scs system via x-ray. In an effort to resolve this matter, a reprogramming session has been scheduled.